Event description:
It was reported that patient had a decrease in efficacy from their implantable neurostimulator (ins) which was noted as ¿a 1 out of 10.¿ they did not have a greater than 50% reduction in their symptoms and the cause of the issue was not determined although it was noted as not related to the device. It was also reported that this was not typical for this type of ins battery. It was planned to take x-rays for the lead placement and to replace both the ins and lead. It was noted that the patient been reprogrammed (dates unavailable) and had tried all 7 programs provided by the nursing staff. The ins and lead were then replaced on (B)(6) 2015. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v436859, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID 3889-28, lot # v436859, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).